Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube or breakage during centrifugation with the incident lot was not observed. The photos show a tube tray with blood filling the bottom but no bd product showing a crack or breakage is provided. Thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked tubes as all samples met specifications. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to breakage during centrifugation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked tube or breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the tube was cracked. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: "the tube was cracked causing all blood cells and serum to be thrown out during centrifugation." As reported: "there was no exposure to the blood."